Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the device was taken from its package, the firing could not be performed even if the surgeon was able to press the green button and was able to squeeze the handle. To solve the problem, a new stapler was opened. The case was completed without any complication. There was no patient injury.